Event description:
It was reported that the customer experienced air bubbles in the tandem mobi cartridge, specifically during pumping, which affected insulin delivery. The customer's blood glucose level was displayed as "high," although the specific value was unknown. To address the high blood glucose, the customer administered a correction injection via multiple daily injections (mdi). There was no need for third-party assistance, and after the resolution process, which included removing the large air bubbles, the customer was able to resume insulin therapy effectively.